Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a driver was found with a broke tip during a routine inspection. There are no known patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was found intact and was not broken as reported. However, the shaft was found to be bent. Since there is no information available as to how the device was being used when it became bent, the cause is unable to be determined. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a driver was found with a broke tip during a routine inspection. There are no known patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a driver was found with a broke tip during a routine inspection. There are no known patient impacts.